Event description:
It was reported that noise due to magnetic resonance imaging (MRI) scan signals resulting in oversensing was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.